Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer was made aware.

Event description:
It was reported that the lead had high impedances. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.